Manufacturer narrative:
(Control solution lot #): 2aa2g01.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining control solution readings that fell below the specified control solution range printed on the vial of test strips. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.